Event description:
Patient informed the presence of inflammation and liquid on the left breast. Feels rigid parts on both breasts. The recall was mentioned. This is for the left side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, inflammation, feels rigid, and anxiety.